Event description:
N/a.

Manufacturer narrative:
An event with patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient effects of pericardial effusion could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet occluder was successfully implanted in patient. On (B)(6) 2025, it's noted that the patient developed pericardial effusions. The decision was made to perform a pericardial tap. The patient was discharged at the time of report. No additional information was provided.